Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No frozen screen noted. Unable to verify weak battery alarm due to button keypad anomaly. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive, and the display is frozen. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.